Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated on 10/24/2014 with the following findings: on examination, there was a crack in the battery compartment starting at the division line extending up to the rubber bumper.